Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device migrated from implant site and leads dislodged. Lead was replaced when repositioning was unsuccessful.